Event description:
It was reported that a malfunction alarm with the code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer chose to perform a pump reset themselves and declined a replacement pump. Technical support advised the customer to follow up if the issue persisted.